Event description:
Customer reportedly received readings of 193mg/dl, 198mg/dl, 223mg/dl, 199mg/dl, 166mg/dl, 133mg/dl, 170mg/dl, 75mg/dl, 171mg/dl, and 144mg/dl on the same device. Customer reports that some of these results are within 10 minutes, but he is unsure which. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.